Event description:
It was reported that the drill bit didn't work and the radiolucent hub was deformed. No adverse consequences were reported.

Manufacturer narrative:
The drill bit subject to this complaint was returned for evaluation. It was visually confirmed that the product showed signs of wear and tear on the metal drill guide. It was not possible to determine the definitive root cause for the malfunction.